Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on the lcd board also, unable to perform any tests due to buttons unresponsive. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 41 mg/dl. The customer stated that they treated the low blood glucose with food. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.